Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less then 10 mg/dl), lo, lo, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported to boston scientific corporation on april 4, 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was inserted down the olympus tjf 160 endoscope without a guidewire and was used to remove several stones from within the common bile duct. An rx biliary stent was then inserted down the endoscope, however resistance was felt when passing the biliary stent through the working channel of the scope. The biliary stent was advanced from the end of the scope and placed successfully inside the patient. At this time, it was noticed that the stylet from the extractor balloon had become expelled from the balloon catheter within the scope and caused the resistance when advancing the stent (the stylet should have been removed prior to insertion of the device into the endoscope). The passage of the biliary stent pushed the stylet from the scope into the patient. The stylet from the extractor was removed from the patient with a snare. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.